Event description:
It was reported to philips that the device test failed. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty therapy pca and capacitor assembly, and these parts were requested for replacement. Parts were confirmed ordered. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca and capacitor assembly. Replacement parts were confirmed shipped and consumed to resolve the noted issue. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device test failed. There was no patient involvement.